Event description:
A user facility biomedical technician (biomed) reported to fresenius that a 2008t hemodialysis (hd) machine would not complete the heat disinfect cycle. The biomed requested the machine be evaluated by a fresenius field service technician (fst). Additional information was provided upon follow-up with the fst. The fst said the facility¿s biomed shared a photo of the heater rod which showed thermal damage. The biomed told the fst that they replaced the heater rod, but the machine was still not completing heat disinfect. This led the biomed to believe that the heater rod may have melted the hydrochamber. When the fst arrived onsite to evaluate the machine, they were unable to find any evidence of thermal damage on the hydrochamber. The fst did confirm the heat disinfect would not complete. The fst said this was happening because the temperature wasn¿t getting high enough. The fst replaced the hydrochamber, and this resolved the issue. The machine then started failing the negative pressure test. In addition, the fst said the machine was acting in a way which made them think there was a flow error. However, there were no flow error alarms occurring; the fst confirmed this by checking the debug screen. The fst said the negative pressure was showing -10, when it should have been closer to -24. The fst replaced the deaeration pump head and the pressure issue resolved. The machine passed all functional checks and was returned to service. The fst did not notice a burning smell, and there were no reports of any smoke, sparks, or flames. The photo of the heater rod (which was provided for review) shows it was split down the middle with evidence of burn damage and charring. No other components were found to be damaged. The machine had 1,890 operating hours on it at the time of the event. The fst said the machine was still under warranty and believed all of the parts to be original to the machine. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The fst said the hydrochamber and deaeration pump head would be returned for evaluation. However, the damaged heater rod was not available to be sent back. It was confirmed there was no patient involvement associated with the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. The reported event was confirmed based on the photo that was provided for review.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a 2008t hemodialysis (hd) machine would not complete the heat disinfect cycle. The biomed requested the machine be evaluated by a fresenius field service technician (fst). Additional information was provided upon follow-up with the fst. The fst said the facility¿s biomed shared a photo of the heater rod which showed thermal damage. The biomed told the fst that they replaced the heater rod, but the machine was still not completing heat disinfect. This led the biomed to believe that the heater rod may have melted the hydrochamber. When the fst arrived onsite to evaluate the machine, they were unable to find any evidence of thermal damage on the hydrochamber. The fst did confirm the heat disinfect would not complete. The fst said this was happening because the temperature wasn¿t getting high enough. The fst replaced the hydrochamber, and this resolved the issue. The machine then started failing the negative pressure test. In addition, the fst said the machine was acting in a way which made them think there was a flow error. However, there were no flow error alarms occurring; the fst confirmed this by checking the debug screen. The fst said the negative pressure was showing -10, when it should have been closer to -24. The fst replaced the deaeration pump head and the pressure issue resolved. The machine passed all functional checks and was returned to service. The fst did not notice a burning smell, and there were no reports of any smoke, sparks, or flames. The photo of the heater rod (which was provided for review) shows it was split down the middle with evidence of burn damage and charring. No other components were found to be damaged. The machine had 1,890 operating hours on it at the time of the event. The fst said the machine was still under warranty and believed all of the parts to be original to the machine. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The fst said the hydrochamber and deaeration pump head would be returned for evaluation. However, the damaged heater rod was not available to be sent back. It was confirmed there was no patient involvement associated with the event.